Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse performed a fiber optic test numerous times and all tests were within the factory specifications. He disassembled the unit to gain access to the fiber optic module and wiring harness. The fse then, checked the connectors and connections on the fiber optic harness and all looks good. He disconnected and reseated all connections on the fiber optic module, pulled out the fiber optic bulbs and inspected, and all looks normal. He then, reassembled the unit and ran thru a complete calibration and functionality tests, all meets factory specifications. The fse has recommended to the customer to send in the balloon for evaluation. Initial reporter full name: (B)(6).

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient the fiber optic failed. There was no patient harm and no adverse event was reported.